Event description:
It was reported that during implant procedure, the right ventricular (rv) lead failed to sense. The rv lead was not used to complete the procedure on (B)(6) 2024. The patient was stable throughout.